Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while changing the reservoir. The blood glucose reading was 245mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that he went through an airport scanner. Assisted the customer to run the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump passed the prime, displacement and basic occlusion test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have experienced an intermittent failure that was not detected during testing. No displacement anomaly observed during testing. A cracked reservoir tube lip and cracked case noted.